Event description:
The service report shows while performing unrelated service to the device, the customer stated that the audio alarm was functioning intermittently. The cse inspected the device and could not duplicate the reported problem. The customer requested that the audio alarm to be replaced. The unit passed extended self testing. There was no pt involvement.